Manufacturer narrative:
Updated fields: h3, h6, and h11. This report is being supplemented to provide additional information, based on the approved final investigation. The device was returned to olympus for inspection. And the customer's complaint was confirmed. The distal lens was damaged. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed, the lens at the distal end was damaged. A definitive cause was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rigid endoscope telescope had a white spot that prevented the proper view of the procedure. The spot was exactly between 1 and 2 in reference to the numbers of a clock. The issue occurred during a therapeutic transurethral resection of the prostate procedure. The issue did not cause any delay and the procedure was completed. There were no reports of patient harm or injury.